Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reproduced error 32056 on universal surgical manipulator (usm) and completed calibration and replaced the usm. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) due to the system displaying error 32056 on the universal surgical manipulator (usm2). Tse instructed the customer to power cycle the da vinci system, but error 32056 persisted. The procedure was then completed using a three-arm system configuration as planned. The procedure was completed as planned with no reported injury.